Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to the customer's site. The stm verified the complaint of keypad issues. The stm confirmed that the print key was not functioning consistently. The stm confirmed in diagnostics and normal operation. The stm replaced the keypad assembly and overlay. The iabp was tested and passed. The stm verified the iabp was calibrated and passed all functional and safety tests per factory specifications, returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) keypad was not functioning consistently. This event occurred while in use on a patient. There was no adverse event reported.